Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported, the pt was returned to the operating room for bleeding and upon inspection, it was discovered that the bend relief of the sealed outflow graft was disconnected. The surgeon re-engaged the bend relief and felt like it was secure.